Event description:
It was reported that a dissection occurred. The patient presented with lesions in the left anterior descending artery (lad), the left circumflex artery (lcx), and the ramus. Vascular access was obtained via the femoral artery. The 90% stenosed, 24 x 2.25mm de novo target lesion was located in a moderately tortuous and mildly calcified lcx with a bend between 45 and 90 degrees. Pre-dilatation was performed. Following deployment of a 24 x 2.25mm promus elite drug eluting stent, a distal edge dissection was observed. A 12 x 2.25mm promus elite stent was deployed to cover the dissection. The procedure was completed with successful deployment of additional stents in the lad and the ramus. The patient is stable and responding well to medications. It was further reported that the stent was deployed at 16 atmospheres for 12 seconds.

Event description:
It was reported that a dissection occurred. The patient presented with lesions in the left anterior descending artery (lad), the left circumflex artery (lcx), and the ramus. Vascular access was obtained via the femoral artery. The 90% stenosed, 24 x 2.25mm de novo target lesion was located in a moderately tortuous and mildly calcified lcx with a bend between 45 and 90 degrees. Pre-dilatation was performed. Following deployment of a 24 x 2.25mm promus elite drug eluting stent, a distal edge dissection was observed. A 12 x 2.25mm promus elite stent was deployed to cover the dissection. The procedure was completed with successful deployment of additional stents in the lad and the ramus. The patient is stable and responding well to medications.